Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. In addition, an alarm (alarm 30 - motor stall) occurred during pumping. Reportedly, the customer reloaded the cartridge to address the issue. There was no reported impact to the customer's blood glucose.